Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and recommended further testing. Subsequent information was received stating the patient presented for reprogramming and to discuss defibrillation threshold testing (dft). Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited shocking lead impedance measurements of 200 ohms. No adverse patient effects were reported.